Event description:
According to the information received, the device broke when the physician was trying to advance the flexible working channel into the patient's narrow ureteral orifice. Due to the narrowed ureter, the primary and the backup device could not be used. Also, since doctor could not get any access to the urine output (uo), the scheduled procedure was not completed and needed to be rescheduled. There was no patient harm reported.